Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required intervention from son after experiencing a blood glucose (bg) level of 59 mg/dl. Customer reported dizziness and an inability to stand; son provided food in order to address bg. During troubleshooting, customer reported that personal profile settings had recently been adjusted, and pump time was found to be incorrect. Tandem technical support assisted customer in correcting pump time and advised customer to consult their healthcare provider regarding pump settings.